Event description:
It was reported that the asymptomatic patient presented in clinic for a normal follow up. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 55.0-57.2cm from the connector pin. Internal insulation abrasion was found at 57.1-57.4cm from the connector pin. The etfe coating was intact at these locations.